Manufacturer narrative:
19-sep-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Broken / came apart in my mouth / brush separated from the plastic. I spit out a tiny screw and little piece of metal and brush - oral-b [device breakage] . Product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via chatbot reported that the oral-b toothbrush head was broken, came apart in their mouth, the brush separated from the plastic, and they spit out a tiny screw and a little piece of metal and brush. No injury was reported. 19-sep-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Broken / came apart in my mouth / brush separated from the plastic. I spit out a tiny screw and little piece of metal and brush - oral-b [device breakage]. Case narrative: consumer via chatbot reported that the oral-b toothbrush head was broken, came apart in their mouth, the brush separated from the plastic, and they spit out a tiny screw and a little piece of metal and brush. No injury was reported.